Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a blistery rash on his back. The rash consisted of blisters full of puss, but the blisters were not open. The patient removed the lifevest to allow the irritation to heal and applied an ointment to the area. Follow-up indicated that the rash had improved. The patient's physician ended use of the lifevest due to the irritation.